Event description:
The customer reported that the system could not be operated occasionally, not responding. The fe indicates that the system would occasionally lock up as well as occasionally fail to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The cpu board and hard disk were replaced. The system was tested and found to be working as intended and put back into service.